Manufacturer narrative:
Device evaluated by MFR.: mustang 12 x 4,135cm, was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 14 atmospheres. No issues were noted on deflation. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a vessel. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 8 atmospheres, the balloon ruptured based on the fluoroscopy. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a vessel. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 8 atmospheres, the balloon ruptured based on the fluoroscopy. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.